Event description:
It was reported that neopicc was placed via right basilic vein on ninth day of life, in 2004, for prolonged venous access. Line was placed without difficulty; had good blood return and flushed easily. Xray confirmed placement in svc. The next day, line was removed due to infiltration into right shoulder area with flushing. Entire catheter was removed intact. Pt tolerated the procedure well, with no change in status. No other pt complications reported. A new neopicc was placed, see 1649393-2004-0016 for next event involving same pt.